Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 400 mg/dl and the current blood glucose value was 322 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event was the battery cap missing. The customer treatment for high blood glucose was a syringe. The event involved product(s) mmt-332a, mmt-7020a, mmt-1780kr, mmt-397a. The customer reported high blood glucose. The customer does not feel ok to troubleshoot. The customer reported a blank display, battery cap contacts were missing, and the battery cap was lost. The customer reported the location of the damage was at the battery lid. No further patient complications were reported. No product return is required for mmt-332a. No product return was required for mmt-7020a. Mmt-1780kr was requested and the customer response was the device will be returned. No product return was required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.